Manufacturer narrative:
At this time, the s-ICD remains implanted and in service. Once any further information becomes available, this report will be updated.

Event description:
A memory download was performed and submitted to ts for review. A ts consultant discussed that the s-ICD's battery measurements were showing intermittent power fluctuations. Due to this unpredictable behavior, it was recommended to replace the device. It was also discussed that if the device could not be replaced right away due to the patient's remote location, then to follow the s-ICD weekly via the patient's remote monitoring system until a change out could be scheduled. This information was communicated to the field representative to provide to the physician. No adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock and went to the clinic. Interrogation of the s-ICD revealed that there was only 15% estimated longevity remaining on the battery. This s-ICD has only been implanted for six months and no battery depletion (bd) alerts had been displayed. In addition, this s-ICD had only delivered two shocks since implant; the first one being during induction testing. The shock impedance value for the second delivered shock which brought the patient into the clinic was in normal range. Boston scientific technical services (ts) was contacted and a ts consultant discussed that a fully memory download would be needed to determine what was occurring with the device. No adverse patient effects were reported.

Manufacturer narrative:
Although the field representative sent the explanted device to be returned to boston scientific for laboratory analysis, it has not been received. Several attempts to retrieve the product and find its whereabouts were unsuccessful. As analysis cannot be conducted and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this s-ICD was explanted. No additional adverse patient effects were reported.